Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating touchscreen selection issues. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to request onsite support as the device had touchscreen selection issues; bilevel positive airway pressure (bipap) did not allow modifying the parameters on the screen. The remote service engineer (rse) assigned a field service engineer (fse) and provided the customer with the part number of the replacement touchscreen for repair. Once the fse was dispatched onsite to evaluate and repair the device, the fse discovered that the touchscreen was locked while the device was being cleaned, causing the touchscreen to not respond to screen changes. The touchscreen operated as intended once it was unlocked. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.